Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2020 onset, effusion right knee, aspiration and ultrasound exam of right knee suprapatellar region. 30cc of fluid removed (B)(6) 2020. Resolved without further intervention (B)(6) 2021. Completed clinical study on (B)(6) 2020. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 42500805802 femur trabecular metal posterior stabilized standard porous lot# 63930585 MDR: 000182256-2021-01966. 00595403701 tibial tray fixed bearing size 3 lot# 63885627 MDR: 0001822565-2021-01967. 42540000029 all poly patella cemented 29 mm diameter lot# 64063565 MDR: 0001822565-2021-01968.

Event description:
It was reported a clinical study patient underwent primary right knee. Subsequently patient developed an effusion of right knee, and aspiration and ultrasound performed about 2 years post procedure and 30cc of fluid removed. It is noted that the reported event resolved without further incident, and patient has completed clinical study and remains implanted.